Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the hospitalization event for peritonitis and urinary tract infection (uti) and the liberty cycler. Additionally, there is no allegation of deficiency against any fresenius product. The causal event for the peritonitis and uti is unknown. The edema and fluid overload during hospitalization was attributed to the pd solution prescription while on manual exchanges. The change in prescription improved the patient¿s condition. There is a temporal relationship between the patient¿s hypokalemia and the pd therapy as this is a frequent problem in pd. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient was hospitalized for peritonitis from (B)(6) 2017 to (B)(6) 2017. The patient went to the hospital emergency room on (B)(6) 2017 with complaints of abdominal pain and cloudy pd fluid and was subsequently diagnosed with peritonitis. The patient was started on intravenous (IV) antibiotic ceftazidime and intraperitoneal (ip) gentamicin. The pd fluid culture results were positive for enterobacter cloacae and urine cultures also showed extended-spectrum beta-lactamase (esbl) escherichia (e) coli urinary tract infection (uti) and the treatment was changed to IV zosyn which covered both peritonitis and uti. The patient was able to continue pd therapy utilizing manual exchanges. The patient encountered other complications during the hospitalization which included exacerbation of her pre-existing chronic obstructive pulmonary disease (copd) evidenced by wheezing for which she was treated with nebulization with prednisone 40 mg by mouth daily for four days resulting in improved conditions. The patient was also retaining fluid and showing signs of 1+ edema of the bilateral lower extremities. A change in the pd therapy prescription from 1.5% to 2.5% solution was prescribed, which was to continue once discharged as well as the administration of lasix IV 60 mg daily for three days. Due to the patient¿s end stage renal disease (esrd) and pd therapy, lab values revealed that the patient was hypokalemic and anemic. Both conditions were corrected with the administration of medications, aranesp 300 mcg subcutaneously each saturday for anemia, and potassium chloride 20 meq by mouth twice a day for hypokalemia. The patient was discharged from the hospital on (B)(6) 2017 in stable condition and was to continue dialysis on the liberty cycler with the newly prescribed solution strength of 2.5%.